Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to diabetic ketoacidosis. Customer reported throwing up prior to the hospitalization. Customer also stated that she saw numbers scrolling on their own when she took the insulin pump out from under her shirt. Customer stated that she held down the bolus wizard button and received a button error. Customer's current blood glucose reading is 91 mg/dl.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. However, the insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No button error alarms noted. Cracked display window and cracked case near display window corners noted during visual inspection. No scrolling numbers noted on the display.